Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient wore the sensor beyond seven days. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: g5 mobile sensor sessions last seven days. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. The reported event of inaccuracies was undetermined because transmitter has 0vdc. The probable cause cannot be determined.